Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted mitral valve repair surgical procedure, the wire part of the large suture cut needle driver instrument was found to be damaged when the site used a magnifying glass to look for foreign substances. There were no device malfunctions during the surgery. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. No intraoperative collision or misuse was observed involving the instrument. The customer found the broken wire after the procedure. No issues were observed related to the opening/closing of the grips, the left/right (yaw) motion of the grips, or the up/down (pitch) motion of the wrist. No cables were visibly protruding from the distal end of the instrument. No fragment fell inside the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.